Event description:
It was reported that the patient passed away due to right heart failure and gastrointestinal bleeding issues. The patient passed away at home after choosing to not receive further care. The patient's outcome was not device or therapy related. The device was not explanted and will not be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events, as well as patient outcome, could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information regarding the event; however, no further information was able to be provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists right heart failure, bleeding, and death as adverse events that may be associated with the use of heartmate ii lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.